Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that the patient had an elective replacement indicator (eri) error message on their implantable neurostimulator (ins). A manufacturer representative reviewed with the caller how to bypass the screen. It was reported that the patient was having difficulty charging their device as well. The caller reported that the patient went to charge their device on the date of this report when they got the eri error message and since then, the device won¿t charge. The caller stated that the patient was recharging too often and that the recharge sessions were taking too long. It was noted that the patient has to recharge once a week but rarely uses their stimulation, and that the patient would typically only get one coupling box. Troubleshooting was attempted with a manufacturer representative; the caller reported getting a ¿poor coupling¿ screen and repositioning the antenna didn¿t resolve the issue. It was also reported that the patient¿s ins, located in their abdomen, was tilted. The ins was deeper at the bottom while the top was close to the skin. The manufacturer representative reviewed that a tilted ins would make recharging more difficult. It was noted that the patient had their device implanted in their abdomen because their ¿back was so bad.¿ the caller was redirected to their healthcare provider (hcp) to discuss replacement, potentially a non-rechargeable device, and the currently tilted ins. No patient symptoms were reported. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that steps taken to resolve the elective replacement indicator (eri) and the inability to charge the implantable neurostimulator (ins) included the patient receiving instructions on getting the ins to charge and getting the manufacturer representative to contact the patient. It was also reported that the eri and inability to charge were resolved; the patient was scheduled for an appointment with the healthcare professional the week of (B)(6) 2016 to ¿see the next option.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.